Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, f10/h6: component codes (add), h6 (update), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo vent spike tubing separated at the distal port during priming with a magnesium solution. The registered nurse was not able to attach the male luer to the patient's vascular device, as the leur could not be twisted or adjusted. The tubing was removed from IV bag and replaced with a new tubing set there was no patient involvement. No additional information is available.